Event description:
This is report 10 of 10 for complaint (B)(4).

Event description:
Pt status post posterior lumbar fusion with spondylolisthesis at l4/l5 implanted with a construct on (B)(6)-2011. The pt is doing reasonably well at this time postoperatively according to consultant's discussions with the surgeon. Pt returned for f/u on an unk date and an x-ray was taken. Surgeon reviewed the x-rays on (B)(6)-2012 and it showed a loss in spondylolisthesis reduction after what appears to be the screws in the l5 vertebral body translating in an anterior direction through the cortex. The hardware was not removed and surgeon is monitoring the pt. This is 10 of 10 reports for this event.

Manufacturer narrative:
Device was used for treatment, no diagnosis. (B)(6). There were no concomitant devices. Placeholder.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.